Manufacturer narrative:
Exact date unknown, event occurred years ago. Additional suspect medical device component involved in the event: product family: scs- paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 18649744.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason.